Event description:
A medtronic representative reported a system experiencing passive reduced volume. The issue was found when the system was booted. There was no pt present.

Manufacturer narrative:
Pt info was not provided as no pt was involved in this concern. The device was returned for evaluation and a medtronic representative was unable to duplicate the reported issue. Evaluation of returned part finds tracking to be normal throughout the volume during functional testing. However, the psu failed the aak test at .92mm along with high line separation of 2.05mm. A second set of tests confirmed the initial results. Psu was out of calibration.